Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the physician pushed the axium coil through the echelon microcatheter, the coil was detaching too early. The coil was in the venous system, and the physician used a wire to catch the coil, but was unable to pull the coil back into the catheter. As a result, the entire system was removed from the patient in order to remove the coil. There was no surgical or medical intervention required, no resistance was felt during delivery, and the pushwire was not bent or broken. There were no attempts to detach the coil made, and it was unknown if the coil had been repositioned or rotated. It was indicated that all devices were prepared as per the instructions for use (IFU), a continuous flush had been administered, and no patient symptoms or further complications were reported as a result of this event.